Event description:
It was reported that the device displayed the message that one or more days of data were invalid. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save-to-disk review shows a diagnostics problem. It was noted that there was missing clinical data on (B)(4)-2010.